Manufacturer narrative:
A bipolar lead was successfully implanted. This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this unipolar right ventricular (rv) lead experienced dizziness and syncope. High right ventricular threshold measurements were noted. It was reported the patient has complete heart block. An invasive procedure was performed and the entire system was replaced. No additional adverse patient effects were reported.